Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. Pt experienced pain and elevated levels of cobalt and chromium. She has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The report states: litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. Patient experienced pain and elevated levels of cobalt and chromium. She has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and infection. Dor: (B)(6) 2012. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. Infection after five years of implantation is not likely device related. The investigation can draw no conclusion with the information provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2007. Patient experienced pain and elevated levels of cobalt and chromium. She has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The patient was primarily implanted in (B)(6) 2007 and revised for infection and associated pain in (B)(6) 2012. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than four years post primary implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Update rec'd 4/3/2013- ppd and medical records received. After review of the medical records the revision operative note indicated the cup was loose and the hip was infected. All implants were removed and prostalac was implanted. The MDR decision for the stem and taper sleeve is being reevaluated as all infection is reported per depuy's legal procedure. A reimplantation date is unknown at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.